Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal; however, the reported treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the 2.8 x 16 mm rx graftmaster covered stent was used to treat a perforation in the circumflex (cx) coronary artery. The stent was successfully deployed, but did not seal the perforation. The patient was sent to surgery for an emergency coronary artery bypass graft (CABG). The patient did well following surgery and was discharged home on (B)(6) 2017. It was reported that the use of the graftmaster covered stent did not cause or contribute to complications or an adverse event. No additional information provided.